Event description:
A customer reported there was apparent failed amplifications of false negative in well e2. The instrument involved was applied biosystems 7500 fast dx (cat. No. 4407205, serial no. (B)(4). No pt involvement reported. (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The instrument was investigated on site. Problem solved by replacing the heated cover. Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sds software version 1.4 is an real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer.